Manufacturer narrative:
Device powered up properly after the test battery was inserted. Device was monitored for 1 day. No blank display noted. Device passed displacement test, sleep current measurement, active current measurement and self test. Device had a pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was blank and it would not turn off. The customer¿s blood glucose level was unknown. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer states battery compartment and spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.